Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device was returned for further inspection. Visual inspection of the device found that the device had cleanly fractured into two fragments with the fracture occuring along the lateral edge of the central post. The device also exhibits extensive scratches and abrasions that are indicative of heavy use. The device history records as well as the receiving inspections reports were reviewed and no anomalies or deviations were found. It is believed that the design of the device is the root cause of the complaint. This device is used for treatment.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a right knee arthroplasty the bottom tasp fractured upon removal. No complications or delays were reported.